Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to the hospital for a device interrogation after receiving a shock. Data analysis was performed, the patient had a sensor driven rate for several beats with notable v-sense in the blanking period before a vpn marker. The physician suspects that at this point there was a fusion which is the beginning of a ventricular tachycardia episode. There is no dispute that the episode was real ventricular tachycardia. However, the physician suspects that the vpn or fusion beat triggered the ventricular tachycardia. According to the physician this patient has had several identical episodes like this being treated with anti-tachycardia pacing only. The device was reprogrammed to vvi 40 bpm, the patient will continue to be monitored via latitude home monitoring system and continue their routine follow up visits. No additional adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) remains in service.